Event description:
According to the reporter: a blue loading unit, for gastric tissue, was used without problems. After opening the stapler, the tissue started bleeding profusely and it was observed that the staples had not closed and the tissue was open. The surgeon's assistant noticed that at the moment of firing the stapler, it seemed that something jumped out of the loading unit, but both surgeon and assistant thought it was a small plastic fragment. The situation was corrected with a manual suture and the pt is in stable condition. Surgery time extension was reported as two hours.

Manufacturer narrative:
(B) (4). (B) (4).